Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported implant spun on placement.

Event description:
Implant spun on placement was reported. Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.